Event description:
It was reported the patient went into the operating room for a heart transplant. The patient had a known chlorhexidine allergy. The clinician was unaware of the arrowg+ard blue coating on the 9fr sheath. The sheath was placed into the patient's internal jugular and they went into anaphylactic shock - hypotensive and unresponsive. The heart transplant procedure was cancelled. The arrowg+ard blue sheath was replaced with an uncoated arrow sheath. The patient was stabilized and is now currently awaiting another heart transplant.

Manufacturer narrative:
(B)(4). Sample will not be returned.